Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed due to a faulty patient board set, causing no image with 180 scopes. The patient board set needs to be replaced. The housing was also found to have a damaged front panel, corroded top cover and bottom chassis, and there was a poor connection due to a worn-out video connector latch. A replacement was recommended for a sticky new version of the main switch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue with the evis exera iii video system center. The issue was found at preparation for use for a therapeutic procedure. No other devices were involved, and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was identified that a design change of the dr board (patient board) was initiated on april 16, 2018. The subject device of this report was manufactured prior to that design change. However, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor the field performance of this device.